Event description:
It was reported that two monolyth oxygenators were reported to have had low po2 readings. Both were changed out without problems and the procedures continued without further incident or pt injury.